Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/11/2014). The patient¿s usb cable and ac adaptor have been returned on 10/23/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the usb cable passed all testing with no faults found. The reported issue could not be confirmed. The ac adaptor was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter as well as compared to how the patient felt. In addition, the reporter also stated that the subject meter would not hold charge. These complaints were classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged meter issues first occurred on (B)(6) 2014 at 5:45pm. At this time the patient obtained a blood glucose reading of ¿258mg/dl¿ on the subject meter which was higher than their feelings/normal readings. It was also at this time that the reporter stated that the power issue first occurred. The patient manages their diabetes with oral medication (type and dosage unknown) as well as diet and/or exercise. In response to the alleged inaccurately high subject meter reading the patient stated that they increased their dose of medication by taking ¿100mg invokana¿ and ¿500mg glipizide¿ at an unknown time. Half an hour later, at 6:15pm the patient felt ¿light headed and passed out¿. It is not known how long the patient was unconscious for, nor how they regained consciousness, but the patient stated that they were able to self-treat by taking glucose tablets/gel at 6:30pm. The patient tested their blood glucose on another meter (onetouch verio) at this point and obtained a blood glucose reading of ¿128mg/dl¿. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient¿s testing technique was correct. The batteries did not need to be charged and there was no misuse of the product. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient obtained a reading on the subject meter which they felt was inaccurately high, administered medication due to this result, and then suffered symptoms suggestive of serious injury after the alleged product issues began.